Event description:
Procedure type: gastric bypass. According to the reporter: the orvil dislodged from the instrument while in the pt's cavity. A grasper was used to retrieve it. A new instrument was used for the case. Operative time was delayed more than 30 minutes. No bleeding was reported.

Manufacturer narrative:
(B)(4).